Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed hardware low level failures, inter processor communication error; the motor processor did not report the pumps stroke as finished in reasonable time. The insulin pump was interrupted by hardware low level failures. Customer blood glucose reading was 346 mg/dl. Troubleshoot was not performed. Insulin pump will be returning for analysis.